Manufacturer narrative:
This female patient was involved in a reimbursement or compensation activity. The patient had essure (batch no. E25516) inserted. The report describes a case of device breakage ("left side, before insertion of the delivery catheter in the tube, one isolated coil was observed"). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "trailing coils tangled in the region of right tubal ostium" on (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("left side, before insertion of the delivery catheter in the tube, one isolated coil was observed"). At the time of the report, the device breakage and complication of device insertion had resolved. The reporter considered complication of device insertion and device breakage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: quality-safety evaluation, update of FDA codes and update of ptc global number. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a solicited case report received from a pharmacist in (B)(6) on 31-aug-2016 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, (B)(6). Study description: essure generic reimbursement program. On (B)(6) 2016 the patient had essure inserted (lot number e25516). Pharmacist reported trailing coils tangled in the region of the right tubal ostium. Four trailing coils were seen in the uterine cavity and no consequences for patient at the end of the placement. The implant was removed with plier and another essure was placed. On the left side, before insertion of the delivery catheter in the tube, one isolated coil was observed. It was removed with plier. Events were observed during placement. Essure system was not kept. Bilateral placement was performed with another essure. Company causality comment: this medically confirmed, case report refers to a female patient who was involved in a reimbursement or compensation activity, (B)(6) and had essure inserted. On left side, before insertion of the delivery catheter in the tube, one isolated coil was observed. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, the event trailing coils tangled in the region of right tubal ostium was also reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow up 26-oct-2016: nca reference number from health authority was added: (B)(4). Despite follow up attempts, no response was received from patient. No new clinical information was provided. Follow-up received on 08-nov-2016: quality-safety evaluation of ptc. The bayer reference number for the ptc report is: (B)(4). Lot number: e25516 manufacturing date: 17-sep-2015, expiration date: 28-sep-2018. (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. A product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect and a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 10-nov-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1424 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, case report refers to a female patient who was involved in a reimbursement or compensation activity, study number: (B)(6) and had essure inserted. On left side, before insertion of the delivery catheter in the tube, one isolated coil was observed. This event, interpreted as device breakage, is non-serious and was considered anticipated upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, the event trailing coils tangled in the region of right tubal ostium was also reported. A product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information was obtained.